Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the pain stimulation was removed two weeks ago and was not working. It was replaced with a different device manufacturer's device. No symptoms were reported. The indication for use included non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.